Event description:
It was reported that the ilet displayed a pairing failed alert associated with a prior sensor, after which the patient replaced the sensor and was able to view glucose data from the current sensor with a blood glucose reading of 217 mg/dl. Customer care provided support that included user guidance for sensor replacement and alert resolution. Investigation of this case revealed that the prior sensor pairing failure alert was resolved by sensor replacement and that the device continued to display real-time glucose from the new sensor, with no evidence of ongoing device malfunction or insulin delivery failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.